Manufacturer narrative:
H11: additional information was received deformation due to compressive stress is not an issue that is likely to cause or contribute to a serious patient injury should the event recur and the event is not MDR reportable, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two photos are provided for review. First photo shows the product details mentioned on the package which are matched with tw details. Second photo shows the drainage catheter inserted with trocar loaded with cannula in which was catheter was noted to be bent. It is unknown whether trocar or cannula which is bent. Therefore, investigation is confirmed for the reported bent issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation for a navarre universal drainage catheter placement procedure for pelvic drainage under ultrasound guidance, the trocar needle was reported to be bent upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation for a navarre universal drainage catheter placement procedure for pelvic drainage under ultrasound guidance, the trocar needle was reported to be bent upon opening the package. The procedure was completed using another device. There was no patient contact.